Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose was not impacted. A system check was performed and the occlusion appeared to be related to the infusion set site; however, the customer was to replace the cartridge with one from another box.